Manufacturer narrative:
This supplemental report is being submitted to provide the correction to the previously submitted report and the results of the final investigation updated fields: d8, h2, h3, h6, h11. Corrected field: h11 (technical assistance support (tac)) the device was not returned to olympus; however, tac observed the reported issue during a call with the customer and provided troubleshooting support. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Troubleshooting was performed, tac confirmed that no olympus monitor was used in the setup and recommended testing the image on an olympus monitor. After replacement of a damaged sdi connection, the image was restored on the olympus monitor; however, no image was displayed when reconnected to the provation monitor. Tac determined that the issue was likely related to the genie adapter or another provation system component. Troubleshooting did not resolve the issue. The device will not be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed no image during inspection for use. There were no reports of patient harm.